Event description:
Olympus was informed that two patients who underwent endoscopy using the subject device may have been infected. Olympus contacted the user facility to obtain more detailed information regarding the reported events, but no further information was provided. It was reported that the facility was aware of the green debris, which adhered to the cementing of the angle rubber of the scope, after the device was reprocessed and dried in a non-olympus automatic endoscope reprocessor. And the facility used the scope for examination after removing the debris. The relationship between the infection and the scope is unknown.

Manufacturer narrative:
The device was returned to olympus medical systems corp (omsc) for evaluation. Omsc will evaluate the device from now on. The exact cause of the user's report could not be conclusively determined at this time. A supplemental report will be submitted if significant and additional information becomes available later. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report for the other patient: 8010047-2014-00959.

Manufacturer narrative:
In this event, two of seven colonoscopes (cf-hq190l; (B)(4)) possibly used in the endoscopic procedure for the two patients. However, it was not identified which conoscope was used for the two patients. Angulation rubbers of the seven colonoscopes were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that there were no green debris and irregular materials on the surface of the rubbers. There was also no irregular component in the material analysis. The outcomes of the two patients have not yet been obtained to date. The exact cause could not be determined at present, however user handling or specific environment at the facility cannot be ruled out as a factor of this event. Please cross reference 8010047-2014-00959.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this follow up report is required to report evaluation result .